Manufacturer narrative:
Visual analysis: observations and testing: received one 22g bd insyte autoguard IV catheter bc unit accompanied by an open package from lot 6293887. The unit consisted of the catheter/adapter assembly within the protective needle cover. Observed there was fm at the tip of the catheter tubing. Photos were provided for observation of this incident. The photos revealed the unit to be in similar condition as that of the returned unit. Visual/microscopic examination: white fm was present at the tip the catheter tubing. The fm was identified to be non-foreign (catheter tubing residual); which was created as part of the normal tipping process. The tubing residual (non-foreign) exceeded 0.2 square millimeters measured per tappi dirt estimation chart. Also observed were small specks of fibers (fm) near/at the catheter tip. Photos revealed there were similar findings as that of the returned unit investigation samples(s) meet manufacturing specifications: no, fm was confirmed on the catheter tip of the unit received. The fm was not embedded and was identified as catheter tubing residual (non-foreign). Small fibers (fm) were also observed. Conclusions: confirmation of the subject of foreign matter, as stated in the pr, was conclusive with the unit provided for this incident. Confirmed there was white fm (non-foreign/tubing residual) and fibers (fm) at/near the tip of the catheter tubing. The characteristics of the fm (non-foreign/tubing residual) was evidence to confirm and support manufacturing process related issues for the reported defect of the returned unit. Root cause relationship of device to the reported incident: manufacturing - the white fm observed on the catheter tubing near the tip was confirmed to be non-foreign (tubing residual) and to have resulted from manufacturing during the tipping process. Comment: note: the source of the fm (fibers) observed in this incident cannot be determined as the unit was out of package (manufacturing or user/clinical environment).

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the tip of a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter before use. There was no report of injury or medical intervention.